Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple low flow alarms on interrogation during an office visit. The patient stated they didn't alarm on the system controller. The log files were reviewed and found low flow events between 18sep2024 and 25sep2024. They appeared to not be due to any device malfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller alarms being faint/inaudible was unable to be confirmed as the product was not returned for further analysis. The submitted log files captured intermittent low flow hazard alarms due to the flow dropping intermittently below threshold from 18sep2024 04:44:32 ¿ 25sep2024 04:34:03. The alarms are further addressed under the pump investigation. There were no other notable events captured in the log file. Multiple attempts were made to obtain additional information regarding the system controller serial number, cause for lack of alarms on the system controller, cause of low flow alarms, low flow alarm resolution, product exchanges, and status of any product returned; however, no additional information was provided, and to date, no product has returned for further evaluation. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate ii system controller not being reported. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. This section also instructs the user to regularly inspect the system controller¿s audio speakers for dirt or grease. The heartmate ii patient handbook (rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.